Event description:
It was reported that an ilet bionic pancreas generated an alert after a restart, identified as a voltage anomaly consistent with over/under voltage during vbuck boost, indicating a device malfunction and power-management failure. Symptoms included no reported clinical effects. Outcomes included no change in patient condition and no required medical intervention. Investigation included review of device history and complaint records, remote technical assessment, and receipt and inspection of the returned device. Investigation of this device revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.